Event description:
The customer contact reported that the front part and keypad were burnt and has a burnt smell. The pump was returned to the biomedical department with an unsigned note that stated depleted battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects, delay in intervention while in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.